Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube disorder ("unknown growth on her left fallopian tube") in a 32-year-old female patient who had essure (batch no. 809009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nausea, vomiting, diarrhea, feeling sick, viral gastroenteritis, bacteria urine identified, menstruation irregular, spotting vaginal, arthralgia, neuropathy, insomnia, atopic dermatitis, myalgia and respiratory infection. Previously administered products included for birth control: depo provera on 13-dec-2010; for an unreported indication: integra from 27-oct-2009 to 25-jan-2010 and macrobid. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included azithromycin (zithromax) from 2016 to 2017, bacitracin from 2016 to 2017, biotin, citalopram hydrobromide (celexa) from 2014 to 2016, gabapentin from 2012 to 2014, naproxen from 2016 to 2017, nitrofurantoin (macrobid) from february 2010 to may 2010, panadeine co (tylenol #3) from 2016 to 2017, paracetamol (acetaminophen) and venlafaxine from 8-sep-2014 to 24-oct-2014. In 2011, the patient experienced depression ("depression") with mood swings and anxiety. On (B)(6) 2011, the patient had essure inserted. In november 2011, the patient experienced dyspareunia ("painful sex / dyspareunia (painful sexual intercourse)"). In may 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, 7 months 31 days after insertion of essure, the patient experienced headache ("severe headaches / headaches") and migraine ("migraines"). In may 2014, the patient experienced sleep disorder ("sleep disturbances"). In march 2015, the patient experienced hot flush ("hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced cystoscopy ("cystoscopy"). On an unknown date, the patient experienced fallopian tube disorder (seriousness criteria disability and intervention required) with abdominal pain, pelvic pain ("pain / pain"), dizziness ("dizziness"), hyperhidrosis ("diaphoresis"), overweight ("over weight"), thyroid disorder ("thyroid") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube disorder, depression, hot flush, dyspareunia, headache, cystoscopy, night sweats, vaginal haemorrhage, menorrhagia, sleep disorder, migraine, pelvic pain, fatigue, dizziness, hyperhidrosis, overweight, thyroid disorder and weight increased outcome was unknown. The reporter provided no causality assessment for dyspareunia and hot flush with essure. The reporter considered cystoscopy, depression, dizziness, fallopian tube disorder, fatigue, headache, hyperhidrosis, menorrhagia, migraine, night sweats, overweight, pelvic pain, sleep disorder, thyroid disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: disability/permanent damage was mentioned but not specified or assigned to one of the events. Small uterus was noted and removed without difficulty. Normal tubes were also removed. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on 10-mar-2016: no result provided (same day as removal of essure) hysterosalpingogram - in january 2012: total bilateral occlusion. Quality-safety evaluation of ptc: ptc global number 2015-046485. Expiration date: dec-2013. Production date: dec-2010. The reported medical events are not necessarily indicative of a quality defect. No additional ae cases for the reported batch identified. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 22-aug-2018: pfs received. Reporter added. Lab data, concomitant drugs added. Event weight gain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5056712) on 23-oct-2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube disorder ("unknown growth on her left fallopian tube") in a 32-year-old female patient who had essure (batch no. 809009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nausea, vomiting, diarrhea, feeling sick, gastroenteritis, bacteria urine identified, menstruation irregular, spotting vaginal, arthralgia, neuropathy, insomnia, atopic dermatitis, myalgia and respiratory infection. Previously administered products included for birth control: depo provera on 13-dec-2010; for an unreported indication: integra from 27-oct-2009 to 25-jan-2010 and macrobid. Concomitant products included biotin, paracetamol (acetaminophen) and venlafaxine from 8-sep-2014 to 24-oct-2014. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced depression ("depression") with mood swings and anxiety and dyspareunia ("painful sex / dyspareunia (painful sexual intercourse)").in (B)(6) 2012, the patient experienced hot flush ("hot flashes") and fatigue ("fatigue"). On (B)(6) 2012, 7 months 31 days after insertion of essure, the patient experienced headache ("severe headaches / headaches") and migraine ("migraines"). On (B)(6) 2016, the patient experienced cystoscopy ("cystoscopy"). On an unknown date, the patient experienced fallopian tube disorder (seriousness criteria disability and intervention required) with abdominal pain, night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), sleep disorder ("sleep disturbances"), pelvic pain ("pain"), dizziness ("dizziness"), hyperhidrosis ("diaphoresis"), overweight ("over weight") and thyroid disorder ("thyroid"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube disorder, depression, hot flush, dyspareunia, headache, cystoscopy, night sweats, vaginal haemorrhage, menorrhagia, sleep disorder, migraine, pelvic pain, fatigue, dizziness, hyperhidrosis, overweight and thyroid disorder outcome was unknown. The reporter provided no causality assessment for dyspareunia and hot flush with essure. The reporter considered cystoscopy, depression, dizziness, fallopian tube disorder, fatigue, headache, hyperhidrosis, menorrhagia, migraine, night sweats, overweight, pelvic pain, sleep disorder, thyroid disorder and vaginal haemorrhage to be related to essure. The reporter commented: disability/permanent damage was mentioned but not specified or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on (B)(6) 2016: no result provided (same day as removal of essure) quality-safety evaluation of ptc: ptc global number (B)(4). Expiration date: dec-2013. Production date: dec-2010. The reported medical events are not necessarily indicative of a quality defect. No additional ae cases for the reported batch identified. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - new event "night sweats, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), sleep disturbances, migraines, pain, fatigue, dizziness, diaphoresis, overweight, thyroid" were added. New reporter were added. Concomitant and historical conditions and medication were added. Product explant date was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via regulatory authority FDA (reference number: mw5056712) on 23-oct-2015 and was forwarded to bayer on 05-nov-2015. Then this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube disorder ("unknown growth on her left fallopian tube") in a female patient who received essure (batch no. (B)(4)) for contraception. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin. On (B)(6) 2011, the patient started essure. In 2011, the patient experienced depression ("depression") with mood swings and anxiety, hot flush ("hot flashes") and dyspareunia ("painful sex"). On (B)(6) 2016, the patient experienced cystoscopy ("cystoscopy"). On an unknown date, the patient experienced fallopian tube disorder (seriousness criteria disability and clinically significant/intervention required) with abdominal pain and headache ("severe headaches"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the fallopian tube disorder, depression, hot flush, dyspareunia, headache and cystoscopy outcome was unknown. The reporter considered fallopian tube disorder, depression, headache and cystoscopy to be related to essure. The reporter provided no causality assessment for hot flush and dyspareunia with essure. The reporter commented: disability/permanent damage was mentioned but not specified or assigned to one of the events. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No additional ae cases for the reported batch identified. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 3-jan-2017: legal claim received from lawyer: insertion date (B)(6) 2011. Events and symptoms added: constant left-sided abdominal pain, severe headaches, unknown growth on her left fallopian tube. On (B)(6) 2016 hysterectomy, bilateral salpingectomy and cystoscopy performed. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and reported an unknown growth on her left fallopian tube, among non-serious events. She underwent hysterectomy and bilateral salpingectomy 4.5 years after insertion. This event is unanticipated in the reference safety information for essure. Limited information was provided in this legal case. The exact nature of the reported growth in the fallopian tube is unknown. Pathology report and imaging test results were not provided. The exact temporal relationship between essure insertion and the event was not specified, nor consumer´s medical history and concurrent conditions. Given the limited information, and lack of alternative explanation, causality with essure cannot be totally excluded at the moment. This case was regarded as incident since surgical intervention was required. Based on the initially available information, there was no evidence of a quality defect thus there was no relationship between the reported medical events and a quality defect. An updated technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Expiration date: dec-2013. Production date: dec-2010. The reported medical events are not necessarily indicative of a quality defect. No additional ae cases for the reported batch identified. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality-safety evaluation of ptc updated. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and reported an unknown growth on her left fallopian tube, among non-serious events. She underwent hysterectomy and bilateral salpingectomy 4.5 years after insertion. This event is unanticipated in the reference safety information for essure. Limited information was provided in this legal case. The exact nature of the reported growth in the fallopian tube is unknown. Pathology report and imaging test results were not provided. The exact temporal relationship between essure insertion and the event was not specified, nor consumer´s medical history and concurrent conditions. Given the limited information, and lack of alternative explanation, causality with essure cannot be totally excluded at the moment. This case was regarded as incident since surgical intervention was required. Based on the initially available information, there was no evidence of a quality defect thus there was no relationship between the reported medical events and a quality defect. The updated technical analysis concluded a product quality detect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.